Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was an allergic reaction and erosion at pocket. A revision was done and there was no injury or adverse event to the patient. The stimulator and adaptor were in a "new pocket near the muscle." It was also noted there were no patient symptoms related to this event.